Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure/essure coil was found adhered to the omentum"), pregnancy with contraceptive device ("two unplanned pregnancies") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), peritoneal adhesions ("peritoneal adhesions"), abdominal pain lower ("cramping") and procedural pain ("painful post-operative recovery"). The patient's last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2015. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (removal surgery during cesarean section) and surgery (on (B)(6) 2015, she underwent a cesarean section). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, peritoneal adhesions, abdominal pain lower and procedural pain was resolving. The pregnancy outcome was not reported. The reporter considered abdominal pain lower, device dislocation, genital haemorrhage, peritoneal adhesions, pregnancy with contraceptive device and procedural pain to be related to essure. The reporter commented: on or about (B)(6) 2015, plaintiff underwent a cesarean section that was complicated by the migration of the essure. During the procedure, an essure coil was found adhered to the omentum with peritoneal adhesions. Following the removal surgery, plaintiff suffered a painful post-operative recovery. Since having the surgery, her symptoms are mostly resolved. This case with (B)(4) was linked to case with (B)(4). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.